Event description:
It was reported that the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's leads exhibited high impedances due to fall and had ineffective therapy. As a result, surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.